Event description:
(B)(6) study / medtronic (covidien) received information through clinical data review that the patient suffered an acute stroke and was treated via mechanical thrombectomy. During the treatment, arterial dissection occurred within right common carotid artery (cervical portion). The dissection was treated with the placement of a carotid artery stent. Per the physician, it unclear when or what device caused the dissection, as there were multiple devices used and the patient vomited during the treatment procedure. The patient was given metoclopramide hydrochloride to control the vomiting. The physician determined the vomiting was not associated with the device usage or the treatment but with the cerebral infarction. The solitaire was reported to have made two passes within the right internal cranial artery (extracranial) which achieved tici 2a and aol 2. The patient did not receive tissue plasminogen activator (tpa).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).